Event description:
Nurse was done using needle and when she tried to push the white button to have the needle retract, it was stuck and would not retract. The nurse did attempt to depress the white button again, but it was already stuck in the depressed position. Rn had to manually push needle in.